Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200-332 mg/dl range. System check with tandem technical support indicated that the pump and related supplies were functioning properly; however, the customer was using fiasp insulin. Tandem technical support educated the customer regarding insulin labeling. Reportedly, the customer alleged that the pump was the issue; however, specific issue was not clarified. The customer reverted to manual injections for alternate insulin therapy.